Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer experienced blood glucose level of 310 mg/dl. Customer stated that the insulin pump was not working. Customer stated that the drive support cap was normal. Customer declined to check air bubbles. Customer did not allege insulin pump for under delivering. Customer did displacement test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.